Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. Purulent drainage, oozing from the wound with discharge and a stitch abscess were observed. It was noted the infection was a superficial skin infection. The patient received oral medication and the cardiac resynchronization therapy defibrillator (crt-d) system remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.